Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device duraguard (neuro-tip) was bent. A review of the device history record was performed and no non-conformances were detected related to the reported condition. It was determined that the assignable root cause of the condition was due to excessive lateral force being placed on the device causing the neuro-tip to bend, damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the craniotome device duraguard was bent. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.